Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(4) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines") and infection ("developed infections"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, migraine and infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, infection, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure conformation test". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), migraine ("migraines"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (vent splitted for coding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) (vent splitted for coding)") with vaginal discharge, headache ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (underwent a device removal procedure, hysterectomy (partial),(B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine, fatigue, cystitis, urinary tract infection, vaginal infection, headache and nausea outcome was unknown. The reporter considered cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: patient¿s detail were added. Events -abnormal bleeding (vaginal, menorrhagia), fatigue, infection (bladder/ urinary tract/vaginal), headaches, migration of essure device, nausea, vaginal discharge and patient did not underwent essure conformation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C36387-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure conformation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), migraine ("migraines"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (vent splitted for coding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) (vent splitted for coding)") with vaginal discharge, headache ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (underwent a device removal procedure, hysterectomy (partial),(B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine, fatigue, cystitis, urinary tract infection, vaginal infection, headache and nausea outcome was unknown. The reporter considered cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: *patient sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 28-apr-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C36387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure conformation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), migraine ("migraines"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) (event splitted for coding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (vent splitted for coding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) (vent splitted for coding)") with vaginal discharge, headache ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (underwent a device removal procedure, hysterectomy (partial),(B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine, fatigue, cystitis, urinary tract infection, vaginal infection, headache and nausea outcome was unknown. The reporter considered cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: *patient sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 31-mar-2020: mr received: lot number was added, essure insertion date were updated, consumer race was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C36387-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure conformation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding /abnormal bleeding (vaginal, menorrhagia) (event split for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event split for coding)"), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), migraine ("migraines"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) (event split for coding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (vent split for coding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) (vent split for coding)") with vaginal discharge, headache ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (underwent a device removal procedure, hysterectomy (partial),(B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine, fatigue, cystitis, urinary tract infection, vaginal infection, headache and nausea outcome was unknown. The reporter considered cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: *patient sought treatment for her symptoms. Lot # c36387 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.